Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services recommended that this device be replaced. At this time, the pacemaker remains in service. No adverse patient effects were reported.